Event description:
It was reported that one cassette alarming beeping and/or no disposable on both pumps. No further details provided. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h6, h10 DHR review added.